Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after successful detachment, an axium prime pushwire encountered resistance during removal. The patient was undergoing coil embolization surgery for treatment of arteriovenous malformations or arteriovenous fistulas grade mma. It was unknown if the foci was located in the functional area of the brain (eloquent area). It was noted the patient's blood flow and vessel tortuosity were unknown/not available. Detachment was completed without issue and the coil remained implanted in the patient. However, resistance was encountered when retrieving the delivery wire. It was tried pulling the delivery wire, but it could not be pulled out. When it was forcibly pulled, it came out. It was not unravelling. It was confirmed detachment was performed successfully, however, after detachment, the delivery wire could not be withdrawn smoothly and was eventually pulled out by force. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).